Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex artery. After a 190 non-boston scientific guidewire was place, the opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Once the catheter was close to the artery, imaging was turned on. The physician felt some resistance with the ivus wire that had a knuckle on it and came back a bit. While the catheter was in use, there were issues with imaging. The physician removed the catheter and noticed there was wire wrap up. A new ivus catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope assembly was kinked. No imaging core windup was found within the telescope section and the sheath section of the device. The sleeve was observed detached from the telescope and the tip was stuck on the floppy end of the guidewire. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis the electrical issue was the result of a broken coax cable approximately 130-140cm from distal housing.

Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex artery. After a 190 non-boston scientific guidewire was place, the opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Once the catheter was close to the artery, imaging was turned on. The physician felt some resistance with the ivus wire that had a knuckle on it and came back a bit. While the catheter was in use, there were issues with imaging. The physician removed the catheter and noticed there was wire wrap up. A new ivus catheter was used to complete the procedure. There were no patient complications.